Event description:
Patient presented to the physician with headaches, throat pain, and pain that radiates down the left leg. Physician administered botox injections. Patient presented back to the physician with improvement.